Event description:
It was reported that there was loss of atrial capture at 7.5 v with arm movements. Atrial impedance increased from 405 ohms to 584 ohms. Sensing went from 0.5-1.2 mv to 0.7-1.0 mv.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.